Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, regarding images are not displayed even when the scope is connected, is likely due to the circuit (dp) board failure and power supply unit failure. Regarding the b30 error, it was likely due to insufficient power output from the converter. Regarding the oxidation of the led harness. It is likely due to degradation of led unit. Regarding the circuit (dp) board is burnt is likely due to the power surge from the failed power supply unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image and a b30 error were noted due to inadequate power output from the converter. In addition, the dp board was found to be burnt due to the power surge from the faulty power supply unit. As a result, no image was displayed. Lastly, the light-emitting diode (led) harness started to oxidize due to the aging of the led unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image on the monitor. The event occurred during preparation for use after the scope was plugged. The customer attempted to turn on/off the device 7-8 times however, the issue persisted. There was no patient involvement, no harm or user injury reported due to the event.